Manufacturer narrative:
Permobil became aware of the alleged event after having contacted the service provider regarding the current market action as part of CAPA (B)(4) . Interviews with service provider indicate the alleged failure originally occurred in (B)(6) 2017 to which the dealer replaced the fixed seat tube assembly and disposed of the affected component. As component was discarded, permobil was unable to confirm the alleged failure. At time of alleged failure, service provider did not report the details of the failure to permobil, nor the circumstances surrounding the event. Reports indicate the end-user did not incur any injuries during the event. The component failure is being attributed to stresses being applied over time leading to eventual material fatigue of the top plate. A corrective and preventative action (CAPA (B)(4)) has been implemented to investigate, correct, and monitor effectiveness. As a result of the CAPA investigation, it was decided that a thicker 8mm material be used for the top plate, replacing the current 6mm design. With this material design change, it was determined the change to the thicker material improved the overall strength of the component making it less susceptible to material fatigue when exposed to log term stresses. The redesigned component has been installed on the device and returned to the end-user. The DHR was reviewed and the device met specification prior to distribution.

Event description:
Received report from service provider as end-user was transitioning into the device seating, they noted the seating having become unstable and wobbly. Service provider reported upon inspection, they noted the upper mounting plate to which the seating attaches had detached from the inner tube. Reports given were no injuries occurred as a result of this alleged failure.